Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 3 mm in length was completely detached from the balloon material. The remaining section of the blade was undamaged and fully bonded to the balloon material. The detached section of blade was not returned for analysis. The complete pad of the blade remained fully bonded to the balloon material. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its recommended rated burst pressure (rbp) of without issue. The inflation device was verified at the rbp, before and after use with a calibrated pressure gauge. A vacuum was then applied. This inflation to rbp was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the a blade was incomplete. The target lesion was located in the left anterior decending artery. A 10/3.50 flextome cutting balloon was selected for use. No issues with the blade were observed upon inspection prior to use. During procedure, it was noted that the blade was incomplete as a fragment was missing. This was observed during angiography. There were no difficulty or resistance with the device during use. No device components were left inside the patient's body. The procedure was completed with a different device. No patient complications were reported. The patient condition post procedure was stable.

Event description:
It was reported that the a blade was incomplete. The target lesion was located in the left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. No issues with the blade were observed upon inspection prior to use. During procedure, it was noted that the blade was incomplete as a fragment was missing. This was observed during angiography. There were no difficulty or resistance with the device during use. No device components were left inside the patient's body. The procedure was completed with a different device. No patient complications were reported. The patient condition post procedure was stable.